Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery depleted at a quick rate. There was no reported adverse impact to the customer's blood glucose level. The customer declined having tandem technical support review the pump's t: connect logs to verify the issue.